Manufacturer narrative:
The customer reported that random patients are getting discharged at the cns (central network station). Additionally, when a patient is randomly discharged, their admit name appears in reverse order, (room #, 1st name, last name). The tele tech is able to readmit and retrieve all of the old information. The bme emailed the log files for nihon kohden interpretation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that random patients are getting discharged at the cns (central network station). Additionally, when a patient is randomly discharged, their admit name appears in reverse order, (room #, 1st name, last name).

Manufacturer narrative:
Manufacturer narrative: the customer reported that random patients are getting discharged at the cns (central network station). Additionally, when a patient is randomly discharged, their admit name appears in reverse order, (room #, 1st name, last name). The tele tech is able to readmit and retrieve all of the old information. The bme emailed the log files for nihon kohden interpretation. The device was never sent in for evaluation as tech services confirmed that the issue was resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.